Event description:
A low reading issue was reported with the adc sensor. A customer reported receiving lower sensor readings than readings obtained on a competitor brand meter. The customer experienced symptoms described as headache, anxiety, tachycardia, and called for an ambulance. The customer self-treated with insulin (dose/type unknown) as advised by paramedics, and upon their arrival, the customer received "serum", diazepam, and muscle relaxants for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.